Manufacturer narrative:
Conclusion code (B)(4) applies to the ins and conclusion code (B)(4) applies to the desktop charger. Additional review indicated conclusion code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37751, serial# (B)(4), product type recharger. Product ID 37761, serial# (B)(4), product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger, s/n: (B)(4), found broken connector pins. Conclusion code applies to the ins and conclusion code applies to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their stimulation turned off on (B)(6) 2017. At that time, the patient saw a warning message on their programmer to charge the implantable neurostimulator (ins). The patient¿s implantable neurostimulator recharger (insr) wouldn¿t charge and the connector pin on the desktop charger wasn¿t loose or bent. It was noted that the arrows aligned, and the connector pin was solid. On (B)(6) 2017, the patient noticed an ¿insr low battery¿ warning screen as well. The caller was redirected to the repair department and a replacement insr was requested. No further complications were reported or anticipated. Indication for use is spinal pain. Additional information was received from the patient. On (B)(6) 2017 it was reported that their implantable neurostimulator recharger (insr) and programmer were displaying a ¿full battery¿ message. When using the therapy button on the external devices, the patient still saw a full battery. It was reviewed that the ins battery might be empty, but that was unable to be verified. The patient was also experiencing diarrhea and had no pain relief. The patient mentioned that they had part of their recharger replaced in (B)(6) 2017. It was further reported on (B)(6) 2017 that the insr was not working. The patient stated that they were seeing the ¿charge insr battery¿ warning message even though it was plugged in. The patient checked the connector pin and stated it wasn¿t bent or loose. It was confirmed that the patient saw the green light on the desktop charger. However, it was reported that there was a po ssibility of a broken connector. The patient was redirected to the repair department and a replacement desktop charger was requested. It was noted that the issue occurred a few days prior to (B)(6) 2017. Additional information was received from the patient on (B)(6) 2018. It was reported that they weren¿t getting pain relief because the external devices kept showing that the ins had a full charge when there was none. The patient stated that the cause of this was due to the device not functioning properly. It was noted that the patient received a replacement external device and the issue was resolved. It was further reported on (B)(6) 2018 that it was the black cord with the arrow that matches the other arrow which caused the issue. The patient stated that this cord was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they weight (B)(6) lbs at the time of the event.